Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was not confirmed. Difficult to remove of the device could not be replicated in a testing environment as it was based on operational circumstances. Factors that may contribute to foot retraction issues and difficult to remove include, but not limited to, tissue or suture caught in the foot, foot not fully parked or posterior cuff partly deploy in the foot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of dissection, hemorrhage and vascular injury and treatment of surgical exposure are listed in the proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, an 10f sheath was used without the use of two devices and pre-close technique. The instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via a 10fr sheath, after a coronary angioplasty procedure. Reportedly, following the successful angioplasty procedure, the foot of the proglide device did not close despite the lever being moved to the body of the device. Resistance was felt during removal of the proglide device. This led to dissection of the artery upon removal, as noted by excessive bleeding and tissue stuck on the open foot of the proglide. A 14fr sheath was inserted to maintain hemostasis. A cut down surgery was performed to successfully repair the dissection. There was a reported clinically significant delay in the procedure. No additional information was provided.